Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. A cuff miss was unable to be confirmed as all the device components were not returned. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that a puncture site closure of an unspecified vessel was attempted using a proglide device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.